Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant surgery of implantable cardiac monitor (icm). The icm lost sensing and appeared to have a loss of contact showing only a high frequency signal once inside patient's pocket. Physician tried adjusting the device in the pocket with surgical instruments but found the sensing to be intermittent. Physician replaced the device. The patient was in stable condition.